Manufacturer narrative:
(B)(4). Batch # m55l1n. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have: 3rd degree hemorrhoids. What confirmation was received that the device was fully fired: doughnut checked. Where within the gap setting scale was the orange indicator prior to firing; did the device staple: partially stapled. Were the staples deployed into the patient tissue: yes was not fully stapled. Were there any staples missing from the staple line: yes. Was the cut line fully circumferential around the target tissue: yes. What interventions were done to stop the bleeding: yes. How much blood was lost (ml): not reported. Did the patient require a blood transfusion: no. What is the current status of the patient: yet to discharge. Could you please clarify if the patient¿s post-operative care changed due to the bleeding: no. Did the patient require an extended hospital stay: no. The analysis results found that the pph03 device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoid procedure, the stapler didn't form and the blade cut the tissue, resulted in bleeding. The case was completed using sutures.